Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 04/03/2018. This report is related to a journal article; therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that any deficiency of the ethicon product vicryl caused and/or contributed to the adverse events described in the article? Web address: doi: 10.1089/lap.2016.0284 journal of laparoendoscopic & advanced surgical techniques volume 26, number 9, 2016. (B)(4).

Event description:
It was reported in a journal article: title: taking a step forward in laparoscopic donor nephrectomy: transvaginal retrieval of donor's kidney. Laparoscopic donor nephrectomy has been broadly recognized as the gold standard for kidney procurement used in kidney transplantation. This case report described the first case of transvaginal retrieval of donor¿s kidney in a (B)(6)-year-old (B)(6) lady for her 25-year-old son. During surgery, the colpotomy was closed vaginally using vicryl 1-0 continuous suture. A week after her surgery, the patient was re-admitted due to subacute intestinal obstruction, likely secondary to post-operative inflammation. The obstruction was resolved with conservative treatment. It was reported that natural orifice transluminal endoscopic surgery (notes) combined with laparoscopic approaches represents a breakthrough, allowing for large sized specimen handling and retrieval without open surgery. It was concluded that laparoscopic donor nephrectomy with transvaginal retrieval of donor¿s kidney represents a safe, simple, and reproducible method of organ retrieval for future kidney donors. Additional information has been requested.